Event description:
It was reported that upon interrogation, the pulse generator exhibited an ECG anomaly. All measurements were normal. The device remained implanted. The patient would continue to be monitored.